Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the failed battery alarm. Customer states fill cannula recorded. No harm requiring medical intervention was reported. Device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black; customer returned device for alleged software error detected and failed battery test found on june 22, 2022. The device passed the displacement test, sleep current test, active current test, and self test. Test p-cap and reservoir locks properly into the reservoir compartment. No software error detected and failed battery test was noted during testing. Successfully downloaded pump history files and traces using thus software. Software error detected was found in the device history files on june 19, 2022 at 16:26:54.000 (line number: 5632, file number: 2005, esf #: 2610666). Failed battery test was found in the device history files on june 19, 2022 at 16:28:30.000. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, and force sensor. However, there is moisture damage isolated to the battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, corroded battery tube, and label damage. Failed battery test was not confirmed during testing. Software error detected was confirmed in the pump history files and traces due to a software anomaly (line number: 5632, file number: 2005, esf #: 2610666). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information a initial report was submitted with missing information. The corrected information has been updated and provided in section b5. Medical device problem code has been updated and provide with this report in section h6.

Event description:
It was reported that the insulin pump had software error detected. Customer stated that they were able to clear the alarm. Customer stated that they did not receive request to rewind the insulin pump. Medical device problem code has been updated in h6 section.